Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The calcified and "tight" lesion was located in a second diagonal artery. The physician attempted to direct stent with a 2.25x16mm taxus atom drug eluting stent, but after multiple attempts could not cross the lesion. The physician removed the device from the pt and predilated with an unk balloon. When the device was examined prior to re-use it was noted that the proximal end of the stent was flared. The device was discarded and the procedure was completed with another taxus atom stent. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(6). As a unit has not been returned. A technical analysis cannot be performed. The mg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).